Manufacturer narrative:
Product analysis: the customer returned three images for analysis. Image one: this image depicts an image of the handle of the everflex entrust device. There is a guidewire coming out from the back hub of the device and there is a part of the guidewire coming out from the area where the red safety tab is located. Image two: this image depicts an image of the handle of the everflex entrust device. There is a guidewire coming out from the back hub of the device and there is a part of the guidewire coming out from the area where the red safety tab is located. Image three: this image depicts an image of the handle of the everflex entrust device. There is a guidewire coming out from the area where the red safety tab was retracted. The guidewire appears to be damaged and a portion of the pulley wire is also visible. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to use a everflex entrust stent during a procedure to treat a moderately calcified, 70% stenosis lesion with little tortuosity in proximal superficial femoral artery of a patient. There were no abnormalities reported in relation to anatomy. No damage noted to packaging. No issues noted when removing the device from the hoop/tray. The lesion was pre-dilated was 5x20 mm device. No resistance was felt during advancement. The device did not pass through a previously-deployed stent. No excessive force used. It is reported that device or component detached, cracked, fractured or damaged during delivery through the vessel. The device was removed normally without resistance. The detached portion of device does not remain in patient. The procedure as completed with another device. No patient injury.